Event description:
N/a.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record: the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed. Evaluation showed that the lock has rotational and lateral movement and a residue buildup was present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the round lock on double pin side on mayfield modified skull clamp (a1059) was jammed and would not lock. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.